Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: visual inspection: appearance of the breakage surface, distortion on the remainder of the helix on the drill bit and rough surface at the breakage point the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The flutes also appear blunt, which may have provided added resistance in cutting through the bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the investigation the root cause was attributed to a user related issue. The failure was caused due to overloading of drill ultimately causing breakage due to bending load. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation.

Event description:
As reported: "during the surgery of medualr interlocking, when the doctor is [making] the perforation for the distal block the drill of 4.2 broke [inside] the patient. The smallest part of the drill was leave inside the patient because was not possible to extract it." Procedure was completed successfully with no adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the surgery of medualr interlocking, when the doctor is [making] the perforation for the distal block the drill of 4.2 broke [inside] the patient. The smallest part of the drill was leave inside the patient because was not possible to extract it." Procedure was completed successfully with no adverse consequences reported.